Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning low flow alarms. The patient was admitted with dizziness and the pump speed was reduced to 5100 rotations per minute to better optimize the patient. A right heart catheterization and transthoracic echocardiography was scheduled. The log file review showed a low flow alarm events on (B)(6) 2023. Additional information was provided that the cause of the low flow alarms was due to a mix of right sided heart failure, as well as hyper and hypotension.

Event description:
Additional information: it was reported that the low flow alarms resolved with medication change and the patient¿s right heart failure had existed prior to device implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: the analysis of the log files provided by the account confirmed the reported low flow alarms. According to the account, the low flow alarms were due to a mix of right sided heart failure, hypertension, and hypotension. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The submitted system controller event log file contained events from 02jul2023 through 03jul2023 and captured several low flow alarms associated with elevated pulsatility index (pi) values. No other notable events were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU lists right heart failure and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump speed, power, flow, and pulsatility index (pi). In reference to pi, section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 4 also describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, under "right heart failure", discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6, under "caution!", states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.